Manufacturer narrative:
The reported premature battery depletion could not be confirmed in the laboratory. Analysis found the device to be within longevity performance. The device was tested on the bench and on the automated electrical system. The device's functionality was found to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Continued: 1156t/86, (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that alert messages displayed charge time limit reached and device at eri. Lifetime charging history noted a total 249 maximum energy shocks within a week's time, but the device did not report any delivered therapy. At a subsequent follow-up, the patient received inappropriate shocks due to lead dislodgement caused by twiddler's syndrome. The device was removed due to premature eri.